Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The hcp stated that there has been a gradual increase in shock impedance. Boston scientific technical services (ts) was contacted for assistance. Ts discussed possible troubleshooting and testing options. The clinic plans to monitor this patient. This device remains in service. No adverse patient effects were reported.